Event description:
User experienced erratic results for eleven pts. Only one pt example was provided. Initial potassium result 3.2 meq/l, repeat 4.4 meq/l. There were no incorrect results reported and there were no known delays in treatment. The field service rep determined a clotted sample which passed through the system at the ise module and onto the p module was the cause. He cleaned the covers from the rack area to ise#1 and at the rinse station, he also flushed the flow path on both ise modules. Performance tests were performed.